Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: tp1a.220624.014.a716usqsbgxb1. Smartphone hardware: sm-a716u cgm sensor type: g6..

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include poor balance and blurry vision. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient was treated with 2 bags of saline. The patient reports their blood glucose level had decreased to 43 mg/dl and they were given orange juice and crackers. The patient reports being discharged from the hospital the following day.